Manufacturer narrative:
Corrected data: unique identifier (UDI) # ; this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
It was reported that patient's seizure duration and frequency had increased. After a five week trial with the autostimulation feature of the new m106 device the physician decided to adjust the settings. The device was programmed to the previous generator's rapid cycling settings with the autostimulation feature programmed off.

Event description:
It was reported that the patient was having an increase in seizures following vns generator replacement surgery. It was later found that the patient went from programmed settings on the previous device which were considered rapid cycle to less aggressive programming to allow for the auto-stimulation feature of the new generator. The physician was trying to adapt the programmed settings from the old to device to now incorporate the auto-stimulation feature of the new device which may have caused decreased therapy to be received. The physician decided to keep the auto-stimulation feature programmed on. No additional relevant information has been received to date.